Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic operating console was shut down and could no longer be started. The event was occurred during the set-up or start-up of the machine, no patient was involved. Additional information has been reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report number: 2028159-2023-01425. The manufacturer internal reference number is: (B)(4).